Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring popped off at the top of reservoir compartment. Customer stated there was no physical damage to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.